Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Transmitter passed functional testing with isig value 26.72na, vctr -1.08v, battery voltage 3.92v, frequency 916.55 mhz, amplitude -20.50db.

Event description:
Customer reported that he has been receiving sensor calibration errors and wanted to troubleshoot on the transmitter. Customer stated that there is no damage to the connection bridge or pins. Test plug procedure passed; the led light on the transmitter did blink; transmitter is functioning. Customer reported that the transmitter was exposed to an x-ray and has had issues since then. Blood glucose level 103 mg/dl. Nothing further reported. Diabetes mellitus.